Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. They stated that they didn¿t know if it was them or the stimulator; it is very uncomfortable for them. It was noted that their healthcare provider told them to go as high as they can. It was reported that about a week after they got home from getting the implant at the hospital, the voltage went down automatically. It was noted that they went home at 1.6 volts, then they knew something was wrong and couldn¿t feel the stimulation and when they checked, it was at 1.2 volts. It was stated that they don¿t know why it goes down automatically. This conflicts with previously reported information. It was stated that when they started they only had to go twice at night and that was wonderful; prior to the device they were going 5-6 times a night. It was also stated that all of a sudden, they were not getting the same results. It was stated that when they have to go to the bathroom, they can¿t make it sometimes. If they have an urge to go, they can¿t turn over and go to sleep, they have to get up and go right away. It was noted that they go to the bathroom a lot, night and day. They had already tried to put it at 1.6 volts on the day of the call, and ¿it just about killed¿ them. Troubleshooting found that stimulation was on, at 1.5 volts and they said they had put it at 1.6 volts. The patient was assisted with decreasing stimulation to 1.3 volts where stimulation was comfortable. It was recommended that they follow up with their healthcare provider or call back for further assistance with their settings if their symptoms were not resolved in a couple of days. It was noted that they had a doctor appointment in the first part of april. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that during the patient's busy day she doesn't notice the stimulation, but at night when her body slows down she would feel it. The patient stated that she changed the program on her device but she was still working on it. The patient noted that it was a lot better. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported the interstim was not working right. The patient stated she thought she knew the answer to why the interstim was not working right, and that was because she used a tens unit on (B)(6), and all of a sudden, the patient had to get up 6 times in a night to go to the restroom. The patient added that it was not working, and she could not feel the interstim pulsing. The patient stated she turn it on and ¿does all the things¿, but when she put the patient programmer over the interstim, ¿it doesn¿t do anything¿ so the patient assumed it was off. The patient then went on to stated that she saw the main therapy screen, but it ¿does nothing¿, and stated that there was an exclamation point in the top left corner, an hourglass, and a question mark. It was review the patient was probably seeing the poor communication screen. It was reviewed how to properly sync the patient programmer with the interstim, the patient reported that she was seeing poor communication again on her patient programmer. Patient services review how to sync with the interstim and using the patient programmer. Patient services confirmed with the patient that she had two scares from the implant surgery, one for the lead and the other for the battery of the interstim. The patient confirmed the location of the battery and synced once more. The patient confirmed she was successful in with syncing the patient programmer with the interstim. The patient programmer showed stimulation was on, and stimulation was on 0.7 v. The patient increased stimulation to 0.9 v and confirmed the stimulation was comfortable. The patient mentioned that sometimes when she laid down and tried to sleep, they could feel stimulation. The patient stated they felt they could monitor it and move it up and down. The patient noted they did not know the date in which the feeling stimulation when laying began. The patient added sometimes when she laid down to try to sleep, all of sudden you notice it, but it did not keep her awake. The patient noted she had gone all the way down to 0.8 v. The patient stated on january 24th, 2018 they did not understand everything to begin with. The patient stated they had an appointment with the healthcare professional (hcp) the next after the call on (B)(6). There were no further complications that have been reported as a result of this event.